Manufacturer narrative:
During follow up with the customer¿s clinical diabetes specialist (cds), the cds did not have any additional information about the hospitalization, however they indicated that the customer will be meeting with their endocrinologist. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in the intensive care unit (ICU) for diabetic ketoacidosis (dka). The event was reported by the customer's clinical diabetes specialist (cds), and there was no additional information provided. The clinical diabetes specialist believed that the customer would be released today (B)(6) 2015, and will be speaking with the family regarding hospitalization.